Event description:
The customer returned the ureteroreno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that chipped metal in the distal end and corrosion in the metal of the distal end were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped metal in the distal end and corrosion in the metal of the distal, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.